Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 21mm trifecta¿ gt valve was implanted. The patient presented with pulmonary edema. On (B)(6) 2020, the valve was explanted due to a cusp rupture. The replacement valve is unknown. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported torn leaflet was confirmed, as leaflets 1 and 3 contained tears. Stent post 1 was bent outwards and circumferentially, which may have exacerbated the tears.the device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies, including stent deformation, during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined.